Event description:
The pt had a 3.5 x 23mm cypher stent implanted in 2005, in the proximal to mid lad. The cypher restenosed, at the proximal edge of the stent, and was treated with a cutting balloon. There is no other info regarding this procedure. The pt was recently admitted for a procedure in 2008 with a 90%, restenotic (cypher noted above), slightly calcified lesion in the proximal left anterior descending (lad) branch. An intravascular ultrasound (ivus) was delivered to the lesion, but it became stuck in the proximal edge of the cypher that had been previously implanted in the past. Therefore, the lesion was pre-dilated and the ivus was delivered again with some resistance during delivery. The lesion was pre-dilated once again and the balloon ruptured while it was being inflated, however, sufficient dilation was achieved. Then, a 3.5 x 18mm cypher was delivered to the lesion with slight resistance. The physician applied pressure to the balloon (up to 18 atm), but then confirmed contrast medium leaking at the septal branch at around 10 atm. The physician suspected a balloon rupture and was worried above a vessel rupture. Therefore, he removed the stent delivery system (sds) from the pt, confirmed that there was no injury to the pt and inserted the sds again. However, pressure couldn't be applied to the balloon and the sds was removed from the pt again. Post-dilation was conducted with a balloon and the stent was safely implanted. The procedure was finished safely.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two product involved with this adverse event in which associated manufacturer reported numbers are 9616099-2008-01875 and 9616099-2008-01877. Add'l info will be submitted upon 30 days of receipt.